Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. Analysis was unable to confirm button error alarm due to blank display. Damage battery cap coin slot was noted by analysis. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners, as noted by analysis during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.